Manufacturer narrative:
All retained samples were found to be fully compliant with product specifications. A review of the batch manufacturing records for the affected lot was performed, and no abnormalities were identified in the documentation. Additionally, no changes in raw materials or manufacturing processes were noted. Investigation in-progress. A follow up MDR will be submitted with additional information.

Event description:
Customer reported a 10ml sol-m syringe that when filled it has shown up that there is a foreign particulate in it. I have the syringe here, it has tranexamic acid in it. We decided to not empty it as it isn't classed as dangerous and when empty you wouldn't be able to see the foreign particulate.